Event description:
It was reported that during surgical use, in a laparoscopic cholecystectomy, the forceps were removed from the surgical site and found with a missing screw. An x-ray of the patient did not identify this screw. It was reported that the location of the screw is unk and the patient is doing fine.

Manufacturer narrative:
No medwatch received from user facility. All sections on this form completed by manfacturer. Investigation results: the device was received with the head of the jaw screw missing. A visual examination found the weld broken and the shaft of the tool bent. No repair history found in manufacturer's record for this device. There are no complaints received to date for this type of failure.